Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial, dry. Visual inspection found the lens haptic torn. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -10.5/1.5/110 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a same length lens that was implanted vertically due to excessive vault. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
A1: (B)(6). H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).